Event description:
It was reported, the camera head had blue image noise. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of blue image noise was confirmed. Additionally, other evaluation findings include the following: flooding of image capture, flooding of cables, flooding of main body, cable torsion, flickering and distorted images due to cable twisting, puncture of connector, switch discoloration, and scope mount corrosion. Device history record (DHR) review: a DHR was reviewed and no issues that could have caused or contributed to the reported issue were found. Instructions for use (IFU): ¿the following precautions must be strictly observed. There is a possibility that endoscopic images may disappear unexpectedly or the freeze cannot be released during the examination. Do not reprocess or store this product with tweezers, forceps, scalpels, etc. There is a risk of puncturing the camera cable and damaging the electrical circuits inside the product due to water leakage. Do not bump or drop the product. Do not bump or drop the product, as water leakage may damage the product's internal electrical circuits.¿ the most probable cause of the complaint is cause traced to component failure. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information supplied by the customer. Please refer to the following sections for the new information: b3, b5.

Event description:
The issue occurred during preparation prior to sedation.